Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260 ,lot# va0dhkp015, implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, lot# va0cmcm038, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient had been in a motor vehicle accident in (B)(6) 2015 and has had multiple surgeries since then, which is believed to have contributed to rib and belly stimulation that has been experienced when stimulation was on. This stimulation seemed to be very different than the stimulation they previously had. They also reported new pain in their right lower leg. The patient denied any recent falls as a contributing factor. Impedances were checked and found to be within normal limits. Reprogramming was performed to cover both legs and to minimize the stimulation in the rib and belly area. X-rays were performed, which will be reviewed at an upcoming appointment with the doctor on (B)(6) 2016, to determine if the leads have moved since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient was having rib/belly stimulation again and was not having stimulation in their legs. It was reported that the patient had had a myelogram the day prior. The patient met with their doctor on (B)(6) 2017. The patient's impedances were checked. It was noted that the patient was having a blood patch. The patient was able to be reprogrammed and get coverage in the legs and back with minimal ribs. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2016-dec-20. It was reported that the rep did not review the x-rays that were performed and per the patient, the medical doctor (md) stated that it did not look like the leads moved. The cause of the rib/bely stimulation was not determined and the cause of the new pain in the patient¿s right lower leg was also not determined. Actions and interventions taken to resolve the issues were reprogramming the device and to have the patient meet with another rep for stimulation adjustment. On (B)(6) 2016, a rep reported that she was able to capture the patient¿s back in three different groups without recruiting rib stimulation. It was then noted that the patient was feeling the stimulation slightly in their belly but that was reported to be normal and they were feeling adequate stimulation in the needed areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.